Manufacturer narrative:
Customer flushed the cartridge chemistry (cc) sample probe. A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the deionzed (di) water reservoir not filling on time and reagent level sense errors noted. The di water degasser was replaced along with the cc sample probe. Identified failure mode: failure mode is hardware on the cc side of the analyzer. Di water degasser and cc sample probe were both replaced. The hardware component(s) replaced/repaired are common to one of the sample handling, reagent handling or reaction subsystems that could affect any or all chemistries. Upon recur; critical assays can be affected, even if those chemistries were not affected in these instances.

Event description:
The customer reported eleven (11) patient results as either erroneously low or suppressed with an out of reportable range low (orr lo) flag for various cartridge chemistry (cc) assays when using the unicel dxc 800 synchron system. Erroneous test results were reported out of the laboratory. There were no reports of patient treatment adversely affected. There was no death or injury associated with this event. Note: demographics for one of the 11 patients is present in section a. The demographics for the remaining patients are contained in the attachment.